Event description:
Pump not working, new plug-in plugged in. Shut device down and try to restart. Biomed called. Infant without lipids for approximately 6.5 hours. Rental unit acquired. One rental unit was not compatible with our syringes and was not useable. Other rental pump was being used on another patient.====================== health professional's impression======================unable to provide infusion.